Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was worried because after the pump was replaced the patient's healthcare professional (hcp) was different than it used to be. The patient was considering removing the pump or changing hcps and she was worried about the changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine, and another drug via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 it was reported that following a routine pump replacement procedure on (B)(6) 2017, the patient had horrible withdrawal. Per the patient, the catheter was not flushed out during the pump replacement procedure. When she got into recovery, she knew something was wrong. She knew either that she wasn¿t getting medication into the area she needed it to be or there was time in between taking medication out of the old pump and putting it into the new pump that created the issue. The patient asked these questions and was told that everything was done correctly, but she knew something was wrong. She had horrible withdrawal and it was just awful until finally the hcp (healthcare professional) decided the patient needed to go back into surgery. The hcp took the patient back to surgery and fixed the catheter. It was the worst 5 hours of the patient¿s life. They kept giving her oral morphine and ativan and ¿everything else¿. Her blood pressure was ¿sky high¿. The patient was considering pump removal. The patient had a follow-up appointment on (B)(6) 2017. Additional information was received on (B)(6) 2017 from the hcp who reported that the patient had a severe post-operative pain complaint to the point that consideration of a catheter kink with the pump replacement/re-implant procedure may have occurred. Surgical exploration was done the same day and revealed no catheter or pump problems. The patient¿s pain improved later the same day. Per the hcp, the patient had no issues with withdrawal, only severe post-op pain which resolved over a 6-8 hour period of time without intervention. There was no catheter issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not experience any underdose type symptoms prior to the pump replacement procedure on (B)(6) 2017. The catheter was not aspirated and then primed during the pump replacement procedure. Per the healthcare provider the catheter was clamped until the new pump was connected. No catheter prime was necessary. During the pump replacement procedure the new pump was primed on the back table prior to being implanted. Per the operative notes the patient¿s pre-operative diagnosis included cervical spondylosis with myelopathy, cervical disc degeneration, crps (complex regional pain syndrome) type I (upper extremities) facet arthropathy, opioid dependence/tolerance related to chronic pain. During the pump replacement procedure under c-arm fluoroscopic observation, the implanted pump and catheter were well identified. The pump was removed in its entirety. A rubber shod hemostat was placed around the catheter. The catheter was disconnected from the side port connection and the pump was discarded to the back table. Inspection of the proximal end of the connection port revealed a secure sutureless connection in good condition . The old pump was then evacuated of its contents and this was used to partially fill the new pump. The new pump was then programmed to purge bolus 0.3ml and placed back inside the warming basin for completion of the purge bolus. Following completion of the purge bolus the pump was removed from the warming basin and placed onto the sterile field. Connection was made via the sutureless side port connection which was rotated to demonstrate appropriate connection and the rubber hemostat was removed. The pump was placed in the pocket after it was irrigated copiously with antibiotic. The patient was transferred to the recovery room in satisfactory and stable condition. After full emergence in the recovery room the patient underwent programming of the pump to deliver the preoperative dose of medication without change. There were no complications reported.